Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer (fse) worked with the customer to resolve a medication jam that caused a lid failure by attempting the recover storage space process, which was unsuccessful. Logged into hardware test application and released the pocket for the customer, walked the customer through the steps to manually open it, and the fse advised that the pharmacy would need to replace the pocket at a later time. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 pocket e2 jammed. Customer tried to reboot, but the issue persisted the customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.